Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The customer stated they were able to clear the alarm and able to complete rewind process. Customer performed displacement test and it was failed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 130 noted. The motor was tested outside of device and passed. Device received with scratched case, cracked keypad overlay, pillowing keypad overlay and keypad overlay texture damage. The p-cap does lock properly. (B)(4).